Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room with a low heart rate. This device did not show evidence of pacing, would not respond to magnet application, and was unable to be interrogated by three different programmers.